Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient reported pain, burning, drainage, and swelling at the driveline exit site. The patient was afebrile on presentation. Wound cultures were positive for pseudomonas aeruginosa. Blood cultures did not show any growth to date. The CT scan showed no fluid accumulations adjacent to the driveline. Vancomycin and cefepime were started. No further information was provided.

Event description:
Additional information: it was reported that at the office visit on (B)(6) 2017, a 2.5 inch area of erythema and induration was noted around the driveline exit site, with purulent drainage. Wound culture grew pseudomonas aeruginosa. Plan for treatment with IV antibiotics.

Manufacturer narrative:
No device-related issues were discovered and a specific cause for the reported driveline infection could not be conclusively determined through the evaluation of the returned pump. The device was returned assembled with the pump cable severed approximately 7 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. The returned sealed outflow graft material measured approximately 10 inches in length and revealed no evidence of distortion such as twisting or kinking. Visual examination of the lumen of the inflow cannula revealed a thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations. The lvad log file data retrieved from device contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Local, pump pocket, and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2018. There were no malfunctions with the device noted.